Manufacturer narrative:
The connectors were confirmed to be broken. The case and hanger hinge were found to be cracked. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's (epg) atrial and ventricular connectors required repair. The epg was returned for service. There was no patient involvement.